Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin was squirting out during the manual prime process. The customer's mother reported that they were unable to check the alarm history at the time of call. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's mother stated that the drive support cap was normal. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to confirm prime/fill anomaly due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. No moisture damage notes on electronics assembly noted.